Event description:
It was reported that is suspected that the artificial urinary sphincter (aus) presented a sub-cuff atrophy because the patient experienced incontinence. A surgical procedure was performed to replace the system.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the pump and tubing identified scaling. The visual inspection for cuff and ballon confirmed folds and scaled on shells, respectively. It was also identified a hole from fatigue inside scaling on ballon. The components were functionally tested. The pump functional testing passed, the leakage testing for pump and cuff passed; however, for ballon, the leakage test did not pass and as a lot number was not provided with balloon specification, it was unable to functionally tested regardless as a leak was identified. It is likely that the balloon had a leak due to fatigue inside scaling from the functional test performed and the analysis of the available information, leading to the reported event. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that is suspected that the artificial urinary sphincter (aus) presented a sub-cuff atrophy because the patient experienced incontinence. A surgical procedure was performed to replace the system.